Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Analysis of the software determined this issue was caused by a software anomaly. The anomaly is being tracked in an internal medtronic database.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during testing of the spine application, in spine manual registration task, when the layout is cycled and traj 1 and traj 2 are displayed, the cross-hair is displayed incorrectly. There was no patient present.

Manufacturer narrative:
Additional information: (B)(4).